Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) the bwi product analysis lab received the device for evaluation on 22-apr-2024. The device evaluation was completed on 30-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and foreign material inside it. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal actions was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified separation between the pebax and the electrode section. Initially it was reported that during the procedure, the force values displayed were high. The clinical specialist stated that 106 alert code occurred after the catheter was plugged into the carto and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-apr-2024 there was separation between the pebax and electrode section and there was foreign material inside of it. This event was originally considered non-reportable, however, bwi became aware of separation between the pebax and electrode section on 30-apr-2024 and have assessed this returned condition as reportable.